Event description:
Procedure performed: ni. Event description: translation; clips not released the equipment is available from the pharmacy if you wish to collect it. Patient status: no patient injury reported intervention: device replacement

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1486035 was included in the recall.

Event description:
Procedure performed: ni. Event description: translation: clips not released. The equipment is available from the pharmacy if you wish to collect it. Patient status: no patient injury reported. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.